Event description:
Healthcare professional reported ¿breast largamente, inversion of upper position, pain, capsular contracture 3, seroma¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed three openings, non penetrating nicks, creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿breast largamente, inversion of upper position, pain, capsular contracture 3, seroma¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Clarification to b3. Date of event: 1 yr ago was reported. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.